Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced diaphragmatic paralysis. After an atrial fibrillation and cavotricuspid isthmus (cti) case was completed, a phrenic nerve injury was noticed in the patient. The patient was complaining of a "slight cough." The patient was then sent for diaphragm x-ray, and it was discovered via x-ray that the patient had an elevated diaphragm. No medical intervention was provided for the patient. The patient status was in stable condition, and the patient¿s condition is unchanged. The physician¿s opinion is that the phrenic injury was caused by the varipulse catheter during the pulmonary vein isolation ablation using pulse field ablation (pfa). The varipulse¿ catheter was utilized for pfa (pulse field ablation) for the atrial fibrillation portion, and a qdot micro¿ catheter was utilized in the right atrium for radiofrequency ablation on the cti (cavotricuspid isthmus) line.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).